Event description:
The consumer reported that the white pipe applicator broke. While the consumer was assebling the rectal syringe for use, the white pipe applicator broke and was reportedly, "stuck in the black stopper". There were no reported adverse effects. No med interventions were required.